Manufacturer narrative:
Findings: unit received with intermittent act and esc button response due to flattened button dome switch (creased). Unit received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the esc and act button are hard to press. The customer stated that is out of the box issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.